Event description:
A hospital reported that a patient experienced a corneal abscess, superficial corneal infiltrates and an infectious corneal ulcer covering approximately half of the cornea in the right eye, causing the patient to be hospitalized. The patient was treated with vancomycine, ceftazidime and rifamycine for 48 hours. There is no permanent decrease in visual acuity or residual scar, the cornea is completely healed.

Manufacturer narrative:
Based on all information, no casual factors can be determined and no conclusion can be drawn.